Event description:
The patient called back in and reported previously reported information regarding their therapy not working for them. The patient clarified that since they had their implantable neurostimulator (ins), for the first 2 or 3 weeks, their therapy may have worked for a little bit. For the past 3 months, they went to their hcp and then they were redirected to the manufacturer because they were told that their stimulation needed to be readjusted. The patient confirmed that they were making adjustments on their own as well, and added that every 40 minutes, they woke up. 9 out of 10 times they didn't make it to the bathroom on time. The patient also mentioned that they hadn't tried other programs before because they didn't know how to do so. They mentioned that they were interested in having a manufacturing representative (rep) assist them during their appointment. The agent redirected the patient to their hcp to discuss about changing programs, and patient confirmed that they will request the hcp to page rep for their appointment on friday to assist them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that since they got the implant, they've had a difficult time getting things to work and that they thought the devices might be working against each other. The patient further clarified this comment and stated that they also had a stimulator for spinal stenosis for the past 4-5 years and that they'd only had the bladder stimulator device for the past 8-9 months. It seemed like when both units were on 24/7, they cancelled out each other and the pain was constant in their thighs, their scrotum and in their back. The patient stated the bladder therapy hadn't helped their symptoms since they got it and every 45 minutes they were unable to control their bladder. The patient had called to ask if they could get an appointment with a manufacturing representative (rep) to help them figure programming out and to see what they'd been doing wrong. They stated they spoke to someone at the hospital a couple days ago who told them to call patient services to make sure a was going to come to their facility to help t hem. Patient services reviewed the role of the with the patient and redirected the patient to follow up with their managing health care provider (hcp) to schedule an appointment with a representative to help with programming and to further address the issue.